Manufacturer narrative:
Additional serial numbers included in this report:(B)(6). 11 of 12 devices were returned for evaluation. 1 device will not be returned for evaluation.evaluation of one device found it to be within specification.evaluation of four devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices were repaired and returned to the customers.evaluation of four devices found excessive wear due to a lack of proper maintenance. This device had a deformation issue (dent). The devices did not heat up during evaluation. The devices were repaired and returned to the customers.evaluation of two devices found excessive wear due to a lack of proper maintenance. The devices did heat up during evaluation. The devices were repaired and returned to the customers..

Event description:
This report summarizes 12 malfunction events where midwest t1 energo s 1:5 handpieces overheated. 12 events resulted in no injury.